Event description:
It was reported that during a totally occluded, heavy tortuous, heavy calcified, 100% stenosed, distal-mid-proximal, right coronary artery stenting procedure, four non-abbott guide wires did not cross the lesion. A hi torque pilot 200 guide wire was advanced, but it would not cross the lesion and upon removal as the tip was being re-shaped, the polymer coating several mill amperes from the tip was found peeled off. A new hi torque pilot 200 guide wire was used, but it would not cross the lesion and upon removal as the tip was being re-shaped, the polymer coating several mill amperes from the tip was found peeled off too. A new hi torque pilot 200 guide wire crossed the lesion. A non-abbott balloon catheter was advanced and ruptured during pre-dilation, another non-abbott balloon catheter did not cross the lesion, and another non-abbott balloon crossed the lesion but ruptured with pre-dilation. A mini trek rx (1.2 x 6 mm) balloon delivery catheter was advanced, crossed the lesion with resistance, and with pre-dilation ruptured longitudinally with the first inflation at 8 atmospheres (atms). The mini trek rx (1.2 x 6 mm) balloon delivery catheter was removed without difficulty. Another non-abbott balloon was advanced and ruptured. A mini trek rx (2.0 x 15 mm) balloon delivery catheter was advanced with resistance and ruptured longitudinally with pre-dilation on the first inflation at 14 atms. The mini trek rx (2.0 x 15 mm) balloon delivery catheter was removed without difficulty. Pre-dilation was successful with a non-abbott balloon and two xience prime stents were implanted to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, fielder fc, ultimed bros3, conquest pro, guide cath: ebu3.5, sal1.0. The mini trek rx and hi torque pilot referenced are being filed under separate medwatch reports. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.